Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as the patient reported the device beeping every six hours. According to the clinician the device check revealed no issues and the patient was sent home. Upon arrival at his home, the patient called the clinic and reported that the beeping from the device continued. Ts advised the clinician to have the patient check for magnets in his home. A follow-up was done with the patient and no magnetic interference was found and no further issues of the device beeping were reported. Four months later the patient noted that the beeping tones had increased from six times a day to 14 times per day. Ts was consulted and a device memory disk was sent in for evaluation. Upon review of the device's memory, engineering analysis determined that the tones were due to a low out of range shock impedance measurement and shorted lead condition fault code for the competitive right ventricular (rv) lead. It was noted that they had been recorded in the device two months earlier than the patient's original concern of tones was brought forward to the clinic. Ts was once again consulted and stated that the device will continue to beep until the shorted lead condition is cleared. It was also noted that following the low out of range impedance measurement, all other shock impedance measurements have been stable and within normal limits. Ts suggested performing induction testing to ensure the integrity of the device and competitive rv lead. The field representative discussed the options with the physician. However no induction testing or other intervention has been taken and the physician has opted to monitor the situation. No adverse patient effects were reported.

Event description:
Additional information was received that the device and competitive rv lead were explanted due to the low out of range shock impedance measurement and shorted lead condition alert. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a large arc mark on the back of the case near edge of the can. All sealplugs were intact and moved freely. Based on the previously submitted memory analysis, a less than 20 ohm shock impedance fault was found to be recorded in the device. It was noted that after the out of range shock impedance measurement, normal daily shock impedance measurements were in the device. Analysis noted that although the tones could not be confirmed it is normal device behavior to emit beeps when a shorted lead fault is detected by the device. The large arc mark and damaged shock output was attributed to a commanded full energy shock that was delivered during the explant procedure, which resulted in a shorted lead and an arc mark on the device case.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.